Event description:
The customer reported the unit was overheating at the high temperature setting, reading at 116f - 120f degrees. No pt involvement or adverse consequences were reported. Rental (B)(4) reported as overheating at the high temperature setting-the reading is 116f-120f. Returning for rental replacement.

Manufacturer narrative:
Conclusions: unit was replaced in advanced for customer. Investigating ongoing. Follow-up will be filed as necessary based upon investigation results.